Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A force sensor error was found in the event history log (ehl). The force sensor error could not be calibrated because the sensor cable was damaged. This component was loose on the mount head. The issue was attributed to misuse by the customer. A user interface issue was therefore established as the root cause. The force sensor was replaced to address the reported product problem.

Event description:
It was reported that the force sensor on the medfusion pump was not working properly. The sensor could not be calibrated and was giving inaccurate readings. No patient injury or complications were reported in relation to this event.